Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (ra) lead. The physician suspects lead damage to be the cause of the event, however, an x-ray revealed no anomalies. The patient was hospitalized and it is anticipated that the system will be revised. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event and the patient was in stable condition. Furthermore, a lead fracture was suspected to be the cause of the event.